Manufacturer narrative:
Device passed displacement test and self test. Device was tested with no audio or vibrate anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level and the insulin pump was neither vibrating nor beeping. The customer's blood glucose level was 43 mg/dl. Customer was stable after he took glucose tablets and ate orange slices. Customer reports that they performed self test and the insulin pump was vibrate during tone test. Insulin pump will be returned for analysis.